Event description:
Customer reports 12-13 instances of leaking filters at the air vent on their extension sets over the last two weeks. The leaks have occurred both while priming under the hood in pharmacy, and on the nicu while giving tpn and lipids. This particular file depicts a leak in nicu while giving tpn/lipids. The extension sets are being used with b braun tubing and devices. No patient harm has been reported, however it has caused delay in therapy as the entire set-up must be replaced.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
The customer¿s report of a leak was not confirmed. Visual inspection of the extension set noted no damages or anomalies. Functional testing was performed, no leaks were observed. The customer¿s report of a leak was not confirmed.